Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a post implant check, a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. The lead was successfully revised.